Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2021 to treat shoulder pain. Patient reported receiving 90% pain relief within 3 months of the implant date and as of (B)(6) 2024 the patient reports that the system continues to be working well with no issues. Patient has decided to move forward with a total shoulder joint replacement, which requires the nalu system to be removed prior to the procedure. A full system explant was performed on (B)(6) 2024 in preparation for the impending shoulder replacement.

Manufacturer narrative:
No allegation of any system or component failure, patient reports good pain relief and no issues with the nalu implant. Explant took place due to upcoming procedure only.